Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Company representative reported via phone call that she had the customer's grandmother on the line reporting that the customer dropped the insulin pump and blood glucose was over 400 mg/dl. It was stated that the insulin pump was cracked at the reservoir compartment. Grandmother stated that the customer was not present and they would call back when having the insulin pump available.